Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for dege nerative disc disease and non-malignant pain indications. It was reported that was that since the holidays they had been dealing with the device not working off and on. Pt stated that the ins wouldn't recharge as the controller would say that the device wasn't in the right place. Pt then stated that the controller would say about four different things when trying to recharge the ins. Pt stated that they got back from the cancer center yesterday and the controller said to replace the controller battery when trying to recharge the ins; pss understood that batteries low replace the controller batteries soon was the message appearing. Pt stated that they turned the controller on this morning and the controller said battery empty cannot provide stimulation recharge your implanted device soon. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller; pt saw the batteries screen with the controller at 90% and the ins in the red zone. Pss had the pt initiate an ins recharging session; pt saw no device found appear. Pss had the pt tap recharge. On the trying to recharge screen, the three numbers read as 0 0 6. Pt repositioned the recharger and batteries low replace the controller batteries soon appeared. Ptsaw no apparent damage to the equipment. Pt mentioned that they had a problem with the recharger before and so the recharger was replaced. Pt then stated that the recharger cord going into the paddle got real hot when trying to recharge the ins. When asked for the event date, pt stated that they wanted to say it was before thanksgiving and that they could get the controller to 100% but they could never get the ins to charge. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure as well as a no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.